Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal and proximal conductors of the lead became extrinsically fractured due to a cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. The right atrial (ra) lead was explanted. No further patient complications have been reported as a result of this event.